Event description:
(B)(6). I've been using poligrip original & super for over 10 yrs. From which I've been having a number of problems. Head aches continually all thru the day & night, which wakes me up thru the night. Pain shooting down the back of my neck to my back, back pains. I can't sit straight up without support to my back for long periods of time. Pain shoots down both my arms, my right arm is more affected, it's weaker , my strength in it is very poor. My fingers are numb at times. My wrists are weak. Trying to open objects at times is very difficult. Pain at times shoots down both my legs. In the last 7-8 yrs I've been feeling fatigue more. My toes feels numb at times. I went for a check up last yr and my dr ordered blood work. Did not know to have a zinc/copper level check in my blood system checked. Due to being poison from the poligrip I've been taking for yrs. I pray that this can be reversed. (B)(6). Dose or amount: 1-2 tubes; frequency: every 2 weeks; route: daily. Dates of use: 2000 - now. Diagnosis or reason for use: all upper teeth removed lower teeth partial. Event abated after use stopped or dose reduced? Product changes don't know. Event reappeared after reintroduction? Not known.